Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was reprogrammed to cover all pain areas postoperatively. The explant ipg was discarded.